Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported that the customer was hospitalized twice for diabetic ketoacidosis. The reported blood glucose reading was 849 mg/dl for the most recent event. The wife stated that the customer was dehydrated when he arrived at the emergency room. Troubleshooting was performed. The insulin pump passed the prime and self tests, but failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.